Event description:
Lifecath peripherally inserted central catheter was placed in baby at birth. The baby was then transferred to a different hospital's nicu (from (B)(6) to (B)(6) hospital in (b(6)). The catheter broke on the 35th day of use during delivery of standard tpn (15% glucose). The nurse inserted a 17g needle to keep the infusion going at 12 ml/hr. The baby did not experience any harm from this event. There was no negative drop in blood sugar.

Manufacturer narrative:
The initial report from the customer cited the incorrect vygon catheter (epicutaneo catheter, product code 2184.00). Due to this, the returned device was sent to vygon (B)(6) where the 2184 catheter is manufactured. Once the qa team in (B)(6) received the catheter, they determined that it was not in fact a 2184.00 catheter and returned it to vygon u.s. Vygon us determined that the device was a lifecath catheter. The clinician was contacted on (B)(6)2010 to verify the correct product type and product code. It was then confirmed that the baby had been transferred to the (B)(6) hospital from (B)(6) medical center in (B)(6) and that the packaging of the catheter was not available to determine the correct product code or lot number. The returned device is still pending completion of the investigation. Results will be submitted in a follow up MDR.